Manufacturer narrative:
The pump was received with blank display due to broken trace on interface board. The pump was unable to perform any test or verify unexpected restart alarm, low battery alarm and drive and or motor anomaly due to blank display. The pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their batteries are not lasting as long as they should be, and the device is making a weird noise. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised to conduct rewind, and the customer states it was significantly louder than normal. The customer was advised the pump would be replaced and returned for analysis.